Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the fill tubing process and the pump request 10 units to fill and complete the load sequence. The customer attempted to stop the fill, due to forgetting to disconnected from the site. The customer was unsure of how much insulin was delivered to themselves but had went low. The customer's blood glucose (bg) level was 37 mg/dl and had treated with juice and sugars to address bg level. The next day the customer stated waking up with a low bg (47 mg/dl). The customer believed the cause of the low bg level was due to not eating and drinking enough juice for the previous low occurrence.